Manufacturer narrative:
Upon further review, this MDR was reported in error as the parent record for this MDR is a duplicate of tw 1452700.

Event description:
It was reported that the arcticsun device would not cool. The water temperature was set to 4c while in manual control and the water temperature was 22c. T1 and t2 were at 22c and chiller t4 was at 4c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not cool. The water temperature was set to 4c while in manual control and the water temperature was 22c. T1 and t2 were at 22c and chiller t4 was at 4c.